Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bags have exceeded the expiry date (31aug2016). Complainant believed the devices were purchased from the home health agency about 6-8 months ago, however was uncertain of the exact timeline.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the sample noted four dome bags within unopened with the lot number ngvh1306. Evaluation of the sample had shown that the expiration date for the lot was 08/31/2016 as noted in the complaint. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bags have exceeded the expiry date (31aug2016). Complainant believed the devices were purchased from the home health agency about 6-8 months ago, however was uncertain of the exact timeline.